Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2023-94927 related manufacturer report number: 2017865-2024-03175 it was reported, that the patient had pocket infection. The entire pacemaker system was explanted. The condition of the patient is unknown.